Event description:
Caller reported that insulin gauge displayed a lower amount than expected, with a discrepancy observed earlier in the day and on previous days since december 29, 2025. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge. Technical support suggested calling back for further troubleshooting if an active fill estimate issue occurs again.